Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the battery charger was unable to charge a battery pack. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery board was defective, which prevented the charger/modem from charging the batteries. The root cause of the defective battery board could not be positively identified. No adverse event resulted from the defective battery board. The last pt to use this battery charger did not report any deficiencies.